Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from a value displayed as "low" on the continuous glucose monitor, to 700mg/dl; cause was unknown. High bg was addressed via a correction bolus, and low bg was addressed via consumption of glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level. Additionally, it was reported that the pump software did not accurately adjust insulin therapy. Tandem technical support was unable to confirm this, however, as customer was unable to upload pump data for review. Reportedly, the customer continued to use the pump for insulin therapy.